Manufacturer narrative:
The fse evaluated the device on site. The fse encountered a battery replacement alarm. The battery was replaced, and the device returned to normal operation. The device passed all testing. No further action is needed. Based on the information available and the testing conducted, the cause of the reported problem was a defective battery. The reported problem was confirmed.

Manufacturer narrative:
The fse evaluated the device on site. The fse encountered a battery replacement alarm. The battery was replaced, and the device. The device passed all testing. However, after a few days the device had "low battery" alarms. The device needs a high voltage capacitor since the current one is draining the battery. The high voltage capacitor was replaced and passed all testing. The device was put back in use. Based on the information available and the testing conducted, the cause of the reported problem was high voltage capacitor. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device alarmed stating that the battery needed to be replaced. There was no patient involvement.